Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that saf-t-intima w/y adapter yel 24ga x .75i needle pierced the catheter. The following information was provided by the initial reporter: it was reported by the health professional that the needle pierced the catheter upon insertion.

Event description:
It was reported that saf-t-intima w/y adapter yel 24ga x .75i needle pierced the catheter. The following information was provided by the initial reporter: it was reported by the health professional that the needle pierced the catheter upon insertion.

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 0266500. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Bd has implemented controls in the manufacturing area that have been effective to control this characteristic, but it can change during transit or handling. Changes in lie distance can occur during normal shipping and handling of the device.